Manufacturer narrative:
The device was received for evaluation. During functional testing, an downstream occlusion was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires calibration to address this issue. During evaluation the device did not recognize an open door. The cause was identified to be a failed upper latch switch. The upper auxiliary requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during testing at the biomedical service department. There was no patient involvement. No additional information is available.